Event description:
This valve was implanted due to pt growth to replace another sjm valve (2126673-200100010). This valve was then explanted due to thrombus. According to the info rec'd, the pt complained of numbness in 07/2000. Their anticoagulant therapy consisted of warfarin and aspirin. Testing indicated the presence of thrombus, and the valve was replaced with sjm 27mj-501. "Multiple" thrombus formations were observed at explant. Add'l info has been requested.